Event description:
A report was received that the patient had high impedances on all the contacts of lead one, and two contacts of lead two. The patient underwent a revision procedure wherein the two existing leads were repositioned. The patient regained good coverage.